Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, direct correlation between the device and the reported events could not be conclusively established. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of pump parameters including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also outlines indications of pump thrombosis, as well as how to respond to such events. The patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient received a heart transplant at ohio state. The patient had short to shield history and was on ungrounded cable, recurrent gastrointestinal (gi) bleeds, and a peripheral outflow graft thrombus, rising lactate dehydrogenase (ldh) and power spikes to 11 watts. The device operated as expected. Previouse elevated flows and powers was reported under manufacturer report number 2916596-2020-04251. History of pump stops and suspected short to shield was reported under manufacturer report number 2916596-2020-01222. Onset of gi bleed is captured under manufacturer report number 2916596-2024-04806.